Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 stapler instrument was analyzed, and the complaint was confirmed by failure analysis. The instrument was found to have the snake wrist cover torn. The instrument was placed and driven on an in-house system. The instrument initialized, clamped, fired, and unclamped without any issues. Upon removing the instrument, the torn snake wrist cover became jammed attempting to pass through the cannula, causing the instrument to become stuck. The cannula was removed with the instrument still attached. The tears were tucked inside of the cannula, and the instrument was separated from the cannula. The tears measured roughly 0.296"- 0.409". There was a chunk missing from the snake wrist cover that was not returned with the instrument. The missing piece measures approximately 0.174" x 0.411". Blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer found it hard to remove the sureform 45 stapler instrument after use. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury.